Event description:
The customer contacted baxter's technical service center to report an issue of a transfer set falling off while on home choice (hc) device during use, during drain. The patient is a pediatric home patient (hp). The caregiver (cg) stated that the transfer set fell off. The cg was instructed by the peritoneal dialysis registered nurse (pd rn) to replace the transfer set. The cg wanted to know if the hc will take into consideration the amount of fluid lost when it drains. The baxter technical representative (tsr) explained that baxter recommends ending therapy. The cg wanted to continue. The tsr explained about the fluid loss. The hc went to fill on its own. The cg will follow up with the doctor later. There was no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2012, product surveillance spoke with the registered nurse(rn) regarding the reported issue of the transfer set falling off, the rn stated that she was aware of the event. The rn stated that they had a tape over the transfer set and the catheter to prevent any movement, disconnection and keep the catheter/transfer set straight. The rn sated that movement might have caused the transfer set to fall off from the catheter site. The rn had explained to the care giver(cg) the reason for the tape was to keep the catheter- transfer set intact. They brought the hp to the clinic two days ago. The transfer set was replaced. The hp was checked and cultures came back negative. The hp was treated with prophylactic antibiotics. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr, because the exact product and lot number are unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). Additional information: the reported issue was not confirmed. The device was not returned to baxter, therefore no investigation could be performed. As a result, an assignable cause of the reported issue could not be determined. A labeling review found the patient at home guide to be adequate for use/user error related to this incident.